Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced energy logs show the instrument was installed and passed homing once. There were 26 cut complete events recorded with no errors. E100 logs show one coag and 45 seal events with no errors as well as no related system log errors.

Event description:
It was reported that during a da vinci assisted benign hysterectomy, tissue the surgeon sealed with the vessel sealer extend (vse) and e100 opened after sealing and there was a "decent amount of blood loss" that the surgeon was able to control and complete the procedure robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A field service engineer followed up with the customer and there were no further issues with the e100 during subsequent procedures. A system log review did not reveal any system errors that would have caused or contributed to the reported event.